Manufacturer narrative:
The retained samples of the involved lot have been inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples. All sample were found to perform within limits. The adhesive performance was also tested for 4 hours on a test person. No faults could be detected. Based on the information available no conclusion can be drawn so far. It is also possible that the incident does not constitute a reportable event. We will try to obtain additional information and will provide a follow up report.

Event description:
On (B)(6) an extended right hepatectomy in th7 surgery was performed at (B)(6). A monitoring dispersive electrode (model rsw25) and a unknown generator were used. The dispersive electrode was placed on the left thigh. It was reported when the dispersive electrode was removed from the patient skin peeled off superficially and a slight redness was noticed. The initial report also disclosed that the redness subsided during the night. No information about the patient, the patient's medical history, the patient position, how the skin was prepared, the orientation of the electrode, the generator model, the power settings, the position and shape of the injury and how the injury was treated afterwards have been received by us despite of repeated requests.

Manufacturer narrative:
Additional information: we have repeatedly requested to get additional information and the involved sample. We have now been informed by our distributor that they have closed the complaint as no further details have been made available to them. We, therefore, close the complaint from our side.